Event description:
It was reported while using and unspecified bd pen needle that the needle is blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Expiration date: medical device expiration date: unknown device manufacture date: unknown date of event: the date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in manufacturer name, city and state. And MFR site and the (B)(6) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 26-may-2022. Investigation summary: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using and unspecified bd pen needle that the needle is blocked. The following information was provided by the initial reporter: needle blocked.